Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt heart valve was implanted for surgical aortic valve replacement (savr). Approximately five years post-procedure in 2023, the patient developed rapid and severe valve dysfunction of the trifecta gt device. In (B)(6) 2023, patient was hospitalized for acute congestive heart failure with severe aortic stenosis. A decision was made to perform redo-savr on (B)(6) 2023 with a 23mm epic plus supra aortic valve. The patient's post-operative course was complicated by cardiogenic shock requiring intravenous aortic balloon pump support, progressive hypoxia, multiorgan failure, and severe thrombocytopenia. Comfort measures were implemented due to critically poor prognosis and patient passed away on (B)(6) 2023. The death certificate identified prosthetic aortic valve stenosis as part of the causal chain leading to death.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.